Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C22907/se-not valid,c22907) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes simplex, depressive disorder, psychiatric disorder nos, suicide attempt, anxiety, depression and alcohol abuse. Concurrent conditions included obesity and genital bleeding. Concomitant products included etonogestrel (nexplanon), medroxyprogesterone acetate (depo-provera) and norethisterone (norethindrone) for contraception as well as cyclobenzaprine hydrochloride (cyclobenzaprin), epinephrine (epipen), omeprazole, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), prazosin and valaciclovir (valacyclovir). On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria ("hives all over body"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), mood altered ("hormonal changes describe:moody"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fungal infection ("infection (other) describe:yeast infections"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal pain upper ("pain stomach"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gastrooesophageal reflux disease (gerd)"), constipation ("constipation"), back pain ("back pain"), vitamin d deficiency ("vitamin d deficiency") and pain ("lower body pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, urticaria, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, mood altered, cystitis, urinary tract infection, fungal infection, migraine, nausea, allergy to metals, abdominal pain upper, vaginal discharge, weight increased, gastrooesophageal reflux disease, constipation, back pain, vitamin d deficiency and pain outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, irritable bowel syndrome, migraine, mood altered, nausea, pain, pelvic inflammatory disease, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Trialing coils in left uterus: 3 trialing coils in right uterus: 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C22907/se) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes simplex, depressive disorder, psychiatric disorder nos, suicide attempt, anxiety, depression and alcohol abuse. Concurrent conditions included obesity and genital bleeding. Concomitant products included etonogestrel (nexplanon), medroxyprogesterone acetate (depo-provera) and norethisterone (norethindrone) for contraception as well as cyclobenzaprine hydrochloride (cyclobenzaprin), epinephrine (epipen), omeprazole, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), prazosin and valaciclovir (valacyclovir). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria ("hives all over body"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), mood altered ("hormonal changes describe:moody"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fungal infection ("infection (other) describe:yeast infections"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal pain upper ("pain stomach"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gastrooesophageal reflux disease (gerd)"), constipation ("constipation"), back pain ("back pain"), vitamin d deficiency ("vitamin d deficiency") and pain ("lower body pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, urticaria, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, mood altered, cystitis, urinary tract infection, fungal infection, migraine, nausea, allergy to metals, abdominal pain upper, vaginal discharge, weight increased, gastrooesophageal reflux disease, constipation, back pain, vitamin d deficiency and pain outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, irritable bowel syndrome, migraine, mood altered, nausea, pain, pelvic inflammatory disease, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight (B)(6). Trialing coils in left uterus: 3. Trialing coils in right uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: pelvic inflammatory disease, abnormal bleeding (general), hives all over body, bladder problems, urinary problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, ibs, moody, bladder infection, urinary tract infection, yeast infections, migraines / headaches, nausea, nickel allergy, pain stomach, vaginal discharge, weight gain, gastrooesophageal reflux disease (gerd), constipation, back pain, vitamin d deficiency and lower body pain. Medical history, concurrent condition and concomitant medication were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.